Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a separation occurred near the luer connection during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Concomitant products: (2) 60593; 1000ml bbraun bag of tpn; 250ml bbraun bag of tpn; therapy date (B)(6) 2016. The customer¿s report that a separation occurred near the luer connection was confirmed. Visual inspection of the returned 20350e sample confirmed the separation as the rotating collar had separated from the male luer component. No issues were identified from the remaining samples. Functional testing was not performed. The root cause that a separation occurred near the luer connection was not identified.